Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/8/2020. A manufacturing record evaluation was performed for the finished device vcp1059h; pgbcwtt0 number, and no non-conformances were identified. The following additional information was received: the correct lot number is pgbcwtt0. The patient demographic info: age, weight, bmi at the time of index procedure: unk. Date of index surgical procedure: (B)(6) 2019. In what tissue was the suture placed? Aponeurosis. What tissue dehisced? Aponeurosis. What was the tissue condition i.e., normal or thin, calcified, fragile diseased? Bad quality issue. How was the suture placed (interrupted or continuous)? Continuous. What date did the patient present with dehiscence (# of post-op days)? (B)(6) 2019. Was there any precipitating stress factor for the suture breakage or pulling out of the tissue? No. Did the patient experience an infection? No. If yes, were cultures performed? Results? N/a. Other relevant patient history/concomitant medications: no. What is physician¿s opinion as to the etiology of or contributing factors to this event? The vicryl plus suture has a duration of resorption too fast for aponeurosis. A suture with a slower duration of resorption would be preferable. What is the patient¿s current status? The patient came home the day after.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/5/2020. Additional information was requested and the following was obtained: are the unopened samples that were returned from lot pjbbwgt0 related to this complaint? The unopened sample received are related to the two complaints (B)(4). Will samples from lot pgbcwtt0 be returning for evaluation? The customer has sent all the samples which were available. So no other product will be return. Note: evaluation of unopened samples from lot pjbbwgt0 were reported via mw 2210968-2019-89466 (B)(4)) and 2210968-2019-89459 (B)(4)).

Manufacturer narrative:
(B)(4). Investigation summary: it was received for analysis unopened samples of product code vcp1059h, lot pjbbwgt0. The complaint sample was not received. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture post-op was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pjbbwgt0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of index surgical procedure. In what tissue was the suture placed? What tissue dehisced? What was the tissue condition i.e., normal or thin, calcified, fragile diseased? How was the suture placed (interrupted or continuous)? What date did the patient present with dehiscence (# of post-op days)? Was there any precipitating stress factor for the suture breakage or pulling out of the tissue? Did the patient experience an infection? If yes, were cultures performed? Results? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that a patient underwent a cesarean section procedure on unknown date in (B)(6) 2019 and suture was used. Post operatively, on an unknown date, the patient experienced evisceration. A second procedure was performed on an unknown date. It has been noticed that the thread was broken in the middle at the level of aponevrosis. Additional information has been requested.